Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. (Meter brand name) was incorrectly documented in the initial MDR 30 day report. Has been modified from precision extra to precision xtra.

Event description:
A customer reported receiving an error-2 message on his/her adc blood glucose meter. The customer reported experiencing symptoms of ¿dizziness¿, and receiving treatment from a health care provider with a ¿shot in the arm¿. The customer did not know what type of injection was given, or the date/time of the medical event. No additional information was available.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed in is the date abbott diabetes care became aware of the event. The device manufacturer date for the reported meter serial number is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error-2 message on his/her adc blood glucose meter. The customer reported experiencing symptoms of ¿dizziness¿, and receiving treatment from a health care provider with a ¿shot in the arm¿. The customer did not know what type of injection was given, or the date/time of the medical event. No additional information was available.